Event description:
The customer reported to olympus that the hd autoclavable camera head had no image when the camera was plugged into the processor. The issue was found during preparation for a cystoscopy/retrogrades/stent placement. The procedure was prolonged by 10¿15 minutes and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to faulty charged coupled device (ccd). The device evaluation also found kinks and knok on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the charged coupled device (ccd) failure was confirmed. It is likely that the reported event (no image resulting in prolonged procedure) occurred because the video function does not work properly in the event of a ccd failure. However, the root cause of the event could not be determined. This supplemental report includes a correction to d9 from the initial medwatch. Olympus will continue to monitor field performance for this device.